Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a fracture in the power-trialysis catheter was inconclusive since the original complaint sample was not returned for investigation. The 15cm power-trialysis catheter with pre-curved extension legs exhibited evidence of use. A functional test revealed no leaks in any part of the catheter. The medwatch submitted by the complainant implicated that a leaking 15cm power-trialysis catheter was replaced with a 24cm power-trialysis catheter, which fractured 2 days later. This complaint addresses the fracture in the 24cm power-trialysis, but no 24cm device was returned for investigation. A photocopy of a label for a 24cm catheter with pn:5613240 and ln:reay0410 was provided for investigation. Since the 24cm power-trialysis catheter was not returned for investigation, the complaint was inconclusive. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. - attachment: [mw5080432 rga1277171.pdf]

Event description:
It was reported by medwatch that: "...replacement catheter inserted. Two days later fracture occurred (possibly secondary to twisting overtime). Pt was on continuous venous-venous hemodialysis. Dates of use: (B)(6) 2018, 2 days. Diagnosis or reason for use: continuous venous-venous hemodialysis; leaking catheter replaced with replacement on (B)(6) 2018."

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. [Mw5080432 (B)(4).pdf].

Event description:
It was reported by medwatch that: "...replacement catheter inserted. Two days later fracture occurred (possibly secondary to twisting overtime). Pt was on continuous venous-venous hemodialysis. Dates of use: (B)(6) 2018, 2 days. Diagnosis or reason for use: continuous venous-venous hemodialysis; leaking catheter replaced with replacement on (B)(6) 2018."